Event description:
The patient stated that the pump was giving button error alarms, and the up arrow was getting stuck. The patient's bg was 204 mg/dl at the time of the call. The patient stated that she had to go to her doctor to get a manual injection of insulin because her pump stopped working, and she didn't have long acting insulin with her. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.